Event description:
It was reported that while using the bd vacutainer® k2e 3.6mg plus blood collection tubes that there was underfill. The following information was provided by the initial reporter: during using the tube, it found that the tube had low draw.

Manufacturer narrative:
H.6 investigation summary: material #: 368274. Lot/batch #: 3010341. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on the photograph provided by the customer. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.